Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. An alert for high voltage circuit damage was noted on merlin download. The alert was noted to be caused by a surgical procedure. The alert could not be cleared. It was caused by automatic one-time self-impedance test on the high voltage charge circuit. The device measured this impedance as low. No intervention was performed. The patient was in a stable condition and will continue to be followed routinely.